Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed hazard and pump off alarms was confirmed based on the information recorded in the provided log files. The data contained in the log files revealed atypical speed reductions (including 0 rpm) accompanied by low speed and low flow hazard alarms. Based on previous complaint experience, the low speed events that were confirmed while the patient was supported by the power module could be indicative of driveline damage. The review of the log file also revealed some decreased voltage levels when connected to a power module, however a specific root cause for the voltage levels was not able to be determined. The investigation did not identify a correlation between the pump stoppages and the returned 14v power module patient cable.). Speed reductions below low speed limit (including 0 rpm) were recorded in the submitted log files. These speed reductions were accompanied by elevated power and pi levels and low speed hazard and low flow hazard alarms. The associated voltage levels indicated that the events occurred while the system controller was powered by a power module. The evaluation of (B)(4) confirmed internal driveline (dl) wire damage that could have contributed to the low speed events that were confirmed through the evaluation of the log files that were submitted under the current per, if the damage was present at that time. The heartmate ii left ventricular assist system instruction for use and patient handbook explain that all heartmate ii left ventricular assist system drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturers investigation conclusion after product returned: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 1.75¿ from the pump housing and 3 additional segments of dl were also returned (listed proximal to distal): a 1¿ segment, a 6.25¿ segment, and a 9¿ segment. It should be noted that a cut was observed in the 9¿ segment of dl approximately 12¿ from the pump housing; however, this cut appeared consistent with the explant process. The distal end of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of depositions or thrombus formations. The pump-end segment of driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the 6.25¿ segment of driveline revealed breaches to the insulation of the yellow and black wires, approximately 8.5¿ from the pump housing. Visual examination of the 9¿ segment of driveline revealed a breach to the insulation of the green wire, approximately 9.75¿ from the pump housing. The yellow and green wires redundantly support motor phase 1 and the black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The damage to the 6.25¿ and 9¿ segments of the driveline was bypassed and the remainder of wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The 1.75¿ pump-end segment was submerged as well. This test did not reveal any additional areas of current leakage. Although the 1¿ segment of dl was unable to undergo hi-pot testing due to its short length, its wires were visually examined under a microscope and no additional damage was observed. The low speed hazard alarms, low flow hazard alarms, and pump stops that were confirmed through the analysis of the patient's log files could have resulted from a short to ground if the exposed conductors of any of the wires contacted the braided shield while the patient was supported by the power module. These events also could have resulted from a phase-to-phase short if the exposed conductors from the wires of two different phases made direct contact with each other or simultaneous contact with the braided shield on the power module. It should be noted that a phase-to-phase short also could have occurred if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events or pump stops were observed in the submitted log files while the patient was supported by batteries. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned and reassembled. The damage to the 6.25¿ and 9¿ segments of driveline was bypassed and the pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient underwent a pump exchange on (B)(6) 2019 due to a suspected driveline fracture. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device- 1 year and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Interrogation of the patient's lvad system showed low speed operation events and a pump off alarm. The log file submitted to the manufacturer's technical services confirmed the reported event. Low voltage levels were also recorded in the submitted log file which appeared to be associated with a degraded power module patient cable. The power module patient cable was exchanged. The patient was subsequently hospitalized due to an additional pump stoppage after the patient cable was exchanged. A red heart alarm reportedly occurred when connecting the system from the battery to the power module. Because the patient immediately reconnected to the battery, the patient had no symptoms. A percutaneous lead (driveline) short-to-shield condition was suspected due to a re-occurrence of low speed operation and pump stoppage events. Additional information was requested but not yet provided.